Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Other relevant history, including preexisting medical conditions: coronary artery disease, remote percutaneous coronary intervention; mitral insufficiency, mod/severe; mitral valve repair; aortic stenosis, severe; chronic obstructive pulmonary disease, on inhalers, followed by poulsbo pulmonologist. This may be contributory to the dyspnea of course; automatic implantable cardiac defibrillator status; chronic renal insufficiency], solitary kidney, cr 1.6 venous insufficiency, mild. (B)(4). As the stent remains implanted in patient, the device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient presented with a free perforation in the mildly tortuous, heavily calcified diagonal coronary artery, with the perforation possibly extending into the left anterior descending (lad). While advancing a 2.8x19 rx graftmaster covered stent for treatment of the perforation, resistance was felt against the anatomy, some force was applied, and the graftmaster covered stent dislodged in the lad prior to reaching the targeted diagonal artery and was, thus, intentionally deployed in the lad using another balloon; the graftmaster was deployed in a diseased area of the lad that had just previously undergone atherectomy. Another unspecified non-covered stent was then deployed in the diagonal vessel, sealing the diagonal perforation with timi flow 3 in both the diagonal and lad vessels, as confirmed angiographically. The patient experienced severe aortic stenosis during cardiopulmonary resuscitation (CPR) and the patient expired the same day due to cardiogenic shock and another suspected, but unconfirmed, bleeding source that was non-pericardial. Pericardial effusion was noted, as expected, but there was no clear evidence of tamponade. While aortic stenosis was not the immediate cause of death, it reportedly contributed to the patient rapid decline. In the opinion of the physician, it is unknown if the graftmaster caused or contributed in any way to the patient death. No additional information was provided.

Manufacturer narrative:
(B)(4). A cine was received and reviewed by an abbott vascular clinical specialist. The reviewer concluded the patient effects listed of aortic stenosis and cardiogenic shock cannot be directly attributed to the deployment issues reported. In addition, the pericardial effusion that was reported was expected but could not be directly attributed to a cardiac tamponade. Cardiac tamponade can be a symptom of a vessel perforation although it was reported that there was no clear evidence of tamponade. Additionally, the reviewer concluded the reported device issues were likely the result of inadequate vessel preparation and/or recognition of the severity of the residual disease within the left anterior descending (lad) artery and failure to follow the IFU when excessive resistance was encountered during device delivery. It was confirmed angiographically that the stent sealed the diagonal perforation. Instructions for use (IFU); states: if resistance is encountered, do not force passage. Resistance may indicate damage to the device or movement of the stent graft on the balloon.

Manufacturer narrative:
(B)(4). A cine was received and reviewed by an abbott vascular clinical specialist. The reviewer concluded the reported event was likely the result of inadequate vessel preparation and/or recognition of the severity of the residual disease within the left anterior descending (lad) artery and failure to follow the instructions for use (IFU) when excessive resistance was encountered during device delivery. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance, stent dislodgement, foreign body in patient and the subsequent treatments appear to be related to circumstances of the procedure and use error. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of death is listed in the graftmaster rapid exchange (rx) coronary stent graft system, domestic instructions for use (IFU), as a known patient effect of coronary stenting procedures. In addition, it was reported that during advancement, the device met resistance and use of force was applied. The graftmaster coronary stent graft system instructions for use (IFU) states: caution: if resistance is encountered, do not force passage. Resistance may indicate damage to the device or movement of the stent graft on the balloon. In this case, it appears that the IFU deviation contributed to the reported stent dislodgement. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.